Manufacturer narrative:
MFR 3003721894-2016-00284 is associated with argus case (B)(4), poligrip.

Event description:
Lip and/or oral cavity cancer [mouth cancer], gingival discolouration [gingival discolouration], gingival bleeding [gingival bleeding]. Case description: this case was reported by a pharmacist via sales rep and described the occurrence of mouth cancer in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (poligrip) unknown for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started poligrip. On (B)(6) 2016, unknown after starting poligrip, the patient experienced gingival discolouration. On an unknown date, the patient experienced mouth cancer (serious criteria gsk medically significant), gingival bleeding, product complaint and device failure. On an unknown date, the outcome of the mouth cancer, gingival discolouration, gingival bleeding, product complaint and device failure were unknown. It was unknown if the reporter considered the mouth cancer, gingival discolouration and gingival bleeding to be related to poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on (B)(6) 2016, the patient, a user of poligrip, noticed that area of the gum that was in contact with the denture turned white in a wider scope. It seemed that residual paste of poligrip on the gum hardened, formed a lump, and turned white. He tried to remove the lump, but the site considerably bled as a result. Since the white area of the gum corresponded to where poligrip was used, residual paste of the product was initially deemed a possible cause. The dentist, however, suggested that there was a high probability of oral cancer. Thus the patient was scheduled to present to the oral surgery department of the hospital with a referral letter.

Manufacturer narrative:
The 3003721894-2016-00284 is associated with argus case (B)(4), poligrip. Poligrip is marketed as super poligrip in the us.

Event description:
Leukoplakia oral [leukoplakia oral]. Case description: this case was reported by a pharmacist via sales rep and described the occurrence of leukoplakia oral in a 9-decade-old male patient who received gsk denture adhesive (formulation unknown) (poligrip) cream for an unknown indication. Concurrent medical conditions included denture wearer. On an unknown date, the patient started poligrip. On (B)(6) 2016, unknown after starting poligrip, the patient experienced gingival discolouration. On an unknown date, the patient experienced leukoplakia oral (serious criteria gsk medically significant), gingival bleeding, product complaint and device failure. On an unknown date, the outcome of the leukoplakia oral, gingival discolouration, gingival bleeding, product complaint and device failure were unknown. It was unknown if the reporter considered the leukoplakia oral to be related to poligrip. The reporter considered the gingival discolouration and gingival bleeding to be unrelated to poligrip. [Clinical course]: on (B)(6) 2016, the patient, a user of poligrip, noticed that area of the gum that was in contact with the denture turned white in a wider scope. It seemed that residual paste of poligrip on the gum hardened, formed a lump, and turned white. He tried to remove the lump, but the site considerably bled as a result. Since the white area of the gum corresponded to where poligrip was used, residual paste of the product was initially deemed a possible cause. The dentist, however, suggested that there was a high probability of oral cancer. Thus the patient was scheduled to present to the oral surgery department of the hospital with a referral letter. Follow-up information received from the reporting pharmacist on (B)(6) 2017 , [reporter's comment]: as a result of examination at the department oral surgery, mouth cancer was not an adverse reaction to poligrip and was attributed to leukoplakia. Therefore, there was no causal relationship between oral cancer and poligrip.

Event description:
Case description: this case was reported by a pharmacist via sales rep and described the occurrence of leukoplakia oral in a (B)(6) patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On (B)(6) 2016, unknown after starting new poligrip sa, the patient experienced gingival discolouration. In (B)(6) 2016, the patient experienced leukoplakia oral (serious criteria gsk medically significant). On an unknown date, the patient experienced gingival bleeding, oral mucosal disorder and oral pain. On an unknown date, the outcome of the leukoplakia oral was not recovered/not resolved and the outcome of the gingival discolouration, gingival bleeding, oral mucosal disorder and oral pain were unknown. It was unknown if the reporter considered the leukoplakia oral to be related to new poligrip sa. The reporter considered the gingival discolouration, gingival bleeding, oral mucosal disorder and oral pain to be unrelated to new poligrip sa. [Clinical course] on (B)(6) 2016, the patient, a user of poligrip, noticed that area of the gum that was in contact with the denture turned white in a wider scope. It seemed that residual paste of poligrip on the gum hardened, formed a lump, and turned white. He tried to remove the lump, but the site considerably bled as a result. Since the white area of the gum corresponded to where poligrip was used, residual paste of the product was initially deemed a possible cause. The dentist, however, suggested that there was a high probability of oral cancer. Thus the patient was scheduled to present to the oral surgery department of the hospital with a referral letter. Follow-up information received from the reporting pharmacist on 27 april 2017. [Reporter's comment] as a result of examination at the department oral surgery, mouth cancer was not an adverse reaction to poligrip and was attributed to leukoplakia. Therefore, there was no causal relationship between oral cancer and poligrip. Follow-up information received from the reporting pharmacist on 15 may 2017. [Clinical course] on (B)(6) 2016, at 16:00, the patient visited the reporting dental clinic and mucosal abnormality was found. In (B)(6) 2016, a diagnosis of leukoplakia was made at the department of oral surgery of hospital (B)(6) and the diagnosis was informed the reporting dentist. He was placed on follow-up. On (B)(6) 2017, he consulted the department of oral surgery at hospital (B)(6) and no change was noted in the condition. On (B)(6) 2017, the regular visit to the department of oral surgery of hospital (B)(6) was still continued. No particular operation or medication was given and the event has not resolved. As of this report, he has visited the reporting dental clinic for denture adjustment as he experienced pain in contact site of dentures, and he has visited hospital y for follow-up of leukoplakia. The white lump was not poligrip but leukoplakia. [Reporter's comment] as both the attending dentist at hospital y and the patient did not consider poligrip to be the cause of the symptoms, the reporting dental clinic considered poligrip to be unrelated to the symptoms.

Manufacturer narrative:
Report 3003721894-2016-00284 is associated with argus (B)(4), new poligrip sa. New poligrip sa is marketed as super poligrip in the us.

Event description:
Case description: this case was reported by a pharmacist via sales rep and described the occurrence of leukoplakia oral in a (B)(6) male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On (B)(6) 2016, unknown after starting new poligrip sa, the patient experienced gingival discolouration. In (B)(6) 2016, the patient experienced leukoplakia oral (serious criteria gsk medically significant). On an unknown date, the patient experienced gingival bleeding, oral mucosal disorder and oral pain. On an unknown date, the outcome of the leukoplakia oral was not recovered/not resolved and the outcome of the gingival discolouration, gingival bleeding, oral mucosal disorder and oral pain were unknown. It was unknown if the reporter considered the leukoplakia oral to be related to new poligrip sa. The reporter considered the gingival discolouration, gingival bleeding, oral mucosal disorder and oral pain to be unrelated to new poligrip sa. [Clinical course] on (B)(6) 2016, the patient, a user of poligrip, noticed that area of the gum that was in contact with the denture turned white in a wider scope. It seemed that residual paste of poligrip on the gum hardened, formed a lump, and turned white. He tried to remove the lump, but the site considerably bled as a result. Since the white area of the gum corresponded to where poligip was used, residual paste of the product was initially deemed a possible cause. The dentist, however, suggested that there was a high probability of oral cancer. Thus the patient was scheduled to present to the oral surgery department of the hospital with a referral letter. Follow-up information received from the reporting pharmacist on 27 april 2017. [Reporter's comment] as a result of examination at the department oral surgery, mouth cancer was not an adverse reaction to poligrip and was attributed to leukoplakia. Therefore, there was no causal relationship between oral cancer and poligrip. Follow-up information received from the reporting pharmacist on 15 may 2017. [Clinical course] on (B)(6) 2016, at 16:00, the patient visited the reporting dental clinic and mucosal abnormality was found. In n(B)(6) 2016, a diagnosis of leukoplakia was made at the department of oral surgery of hospital y and the diagnosis was informed the reporting dentist. He was placed on follow-up. On (B)(6) 2017, he consulted the department of oral surgery at hospital y and no change was noted in the condition. On (B)(6) 2017, the regular visit to the department of oral surgery of hospital y was still continued. No particular operation or medication was given and the event has not resolved. As of this report, he has visited the reporting dental clinical for denture adjustment as he experienced pain in contact site of dentures, and he has visited hospital y for follow-up on leukoplakia. The white lump was not poligrip but leukoplakia. [Reporter's comment] as both the attending dentist at hospital y and the patient did not consider poligrip to be the cause of the symptoms, the reporting dental clinic considered poligrip to be unrelated to the symptoms. Follow-up information received from the reporting pharmacist on 25 may 2017. [Clinical course] duration of use (new poligrip sa) was unknown. No aggravation was noted in oral leukoplakia and its clinical course was being monitored.